Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that is not charging the batteries, tried two new sets and checked the cord - this happens after the pump has been unplugged was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump which was not charging the batteries. The facility also reported they had "tried two new sets and checked the cord." This event occurred after the pump had been unplugged in the neonatal intensive care unit. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.